Event description:
The reporter called regarding dexcom stelo continuous glucose monitoring devices. The reporter mentioned that four devices produced incorrect readings. The caller confirmed the results with glucometer which were off by 50 percent. The caller tried other methods to keep his sugar levels in control but the levels displayed in the device remained high. The caller emailed the manufacturer regarding same. Reference report: mw5164446, mw5164447 and mw5164448.